Event description:
Customer's parent called to report the customer was hospitalized with high blood glucose that continued to elevate after a manual injection. It was stated that the customer did not test their blood glucose all weekend as they were visiting and forgot their meter. The time was incorrect and the basal rate settings seemed to be in consistent with normal settings. The customer felt that the low battery may be the cause of the inconsistencies. Troubleshooting was performed. The lead screw made a complete rotation but no insulin exited. The reservoir was removed. Insulin was primed through the tubing. Another 10u were programmed and insulin exited. Parent stated that they know the customer programmed a basal rate even though they were not sure what rate to set. The high blood glucose protocol was explained to the parent as they stated that they rarely see the customer making it difficult to monitor what is happening.